Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported the patient was going to have an ins replacement at a later date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An additional symptom of pain at the lead site was reported to have been disclosed in patient contact on 2018-(B)(6) but was not, and has now been documented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-14 additional information was received from a consumer via a manufacturer representative. It was reported that the ins was overdischarged, and had been overdischarged for a year. The manufacturer representative (rep) stated that the ins recharger (insr) was not charging, when connected to the desktop charger (dtc). The patient contacted patient and technical services (pats) to request help performing a physician mode recharge (pmr), and was informed by patient service specialist (pss) that pats does not assist patient's with this over the phone. The manufacturer representative (rep) was contacted and they stated that they will contact the patient, and that the patient has had trouble recharging since implant. No additional symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) no longer held any charge and they had significant pain at the ins location. The patient noted that they had the ins for over two years. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had pain at the ins site. Patient reported that her neurostimulator was no longer charging and has not been able to charge for a long time. Patient stated they have not been able to charge for at least a year. Patient redirected to healthcare provider.